Manufacturer narrative:
(B)(4). This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2017-70664, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and prolift m was implanted. It was reported that the patient underwent posterior repair with perineoplasty on (B)(6) 2010 due to rectocele and vaginal pain. It was reported that the patient experienced recurrent vaginal prolapse, enterocele, cystocele, urethrocele and sui.